Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.